Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative was notified of the system not booting. The third party service that services that facility was notified. No further information available. Third party service manages repairs on the system. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.